Event description:
First procedure was a 8:00 am, right hemicolectomy due to adenocarcinoma. Rectal bleeding post-op, required re-admittance to the or 1:55pm. Inspection of outside of ileo-colotic anastomosis revealed no bleeding. Anastomosis was dismembered and a hand anastomosis was performed. The colotomy was also red on by hand sutures. Pt was then discharged on 7/26/96.